Event description:
Dr had problems with tearaway sheath provided in set. Sheath did not tear completely down (visible on device) and had to be removed before catheter was in placed. Dr tried several attempts before starting over.